Event description:
Information received indicates, the bed could not be placed into reverse trendelenburg because the head gas springs were frozen.

Manufacturer narrative:
The technician replaced the head gas springs to repair the bed.